Event description:
It was reported that the impedance had been rising for the past eight months and there was now high impedance. Increased thresholds were also noted. The lead was to be replaced during an upcoming device changeout. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).